Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was 530 mg/dl. Several infusion sets fell off. The customer treated his high blood glucose level with syringes. He vomited three times. The customer was able to get his blood glucose level down. The device was not returned.